Event description:
Pt was revised to address dislocation. Poly wear was noted intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 20 yrs ago. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the prod and lot codes were unavailable. The investigation could not verify or identify any evidence of prod contribution/error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.